Event description:
Clear care contact cleaner confused with regular contact solution. Used the product to rinse contact and placed contact into eye. Severe pain and swelling occurred. Medication administered to or used by the patient: no. Where did the error occur: patient's home. Reporter's recommendations: this product should come in a distinctly different bottle/packaging than regular contact solution. It should have prominent warning of the potential consequences of misuse. (B)(4).